Event description:
Pt was revised to address infection which was causing pain. It was also reported that the humeral component was loose.

Event description:
The customer stated that one more patient sample generated discrepant results with the architect stat troponin-I assay in 2009: (initial result of 0.131 ng/ml, repeated at 0.798 ng/ml, 1.457 ng/ml, 1.283 ng/ml and 0.017 ng/ml). Another sample from this patient was collected and tested later on the same day with discrepant results as well: (initial result of 0.041 ng/ml, repeated at 0.029 ng/ml, 0.044 ng/ml and 0.056 ng/ml). The customer's cut-off value for the troponin assay is 0.030 ng/ml. Quality controls were all within the expected ranges. No information regarding impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. An investigation was conduct in response to the complaint. Since no returned materials were received and the lot number of the assay used (questioned) was unknown, in-house lot numbers (29489un09 and 31278un09) known to be previously shipped to the customer during the time of the incident were investigated. Testing was performed on these two lots over five days and all acceptance criteria were met. A complaint tracking and trending review was also performed and no increase in complaint activity for this issue was observed. Based on the investigation results, no specific reason was found to be contributing to this issue; however, the customer was referred to the assay package insert, specimen collection and preparedness section to insure correct specimen handling is always performed. The investigation indicated that no malfunction was identified related to the investigated lots. This is a final report.